Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, a (B)(6) female passed away on (B)(6) 2018 after having an onxmc - 25/33 implanted on (B)(6) 2018. No additional information.

Manufacturer narrative:
The manufacturing records for onxmc - 25/33, serial number (B)(4) were reviewed and it was determined that the valve met specifications for release. The root cause is unknown. There is not enough information provided to indicate what, if any, relationship the death of the patient has to the valve. This event does not identify additional hazards or modify the probability and severity of existing hazards.

Event description:
According to the initial report, a (B)(6) female passed away on (B)(6) 2018 after having an onxmc - 25/33 implanted on (B)(6) 2018. No additional information.